Event description:
It was reported that the customer had high blood glucose levels of 447mg/dl. Customer treated with manual injections. Troubleshooting occured. Insulin pump failed high pressure test. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The unit passed rewind, basic occlusion test, occlusion test, prime, compromised force sensor error test, excessive no delivery test and displacement test. The unit was received with cracked case at display window corners, display window and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).